Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument articulation wouldn't hold. The instrument would move how the doctor wanted to then relax to a different angle. The procedure was completed with no reported injury. Intuitive obtained the following information: the issue occurred with the surgeon's head inside the surgeon console while attempting to manipulate instruments. The vse instrument was in use for about 3-5 minutes. There was a failure to move the instrument. The movements of the surgeon did not scale appropriately to the instrument as there was a greater angle of articulation than intended. The instrument moved in the intended direction and the timing of the instrument moved appropriate. No shakiness or friction was observed. No instrument or arm interference. No external collisions. The issue was persistent. Customer utilized wristed function. No injury to the patient. Device was inspected prior to use with nothing noted out of the ordinary.

Manufacturer narrative:
The vessel sealer extend has been returned and evaluated by the failure analysis team. Failure analysis could not verify the customer reported event. Visual inspection found no damage. The instrument was tested on an in-house system. The instrument passed engagement, recognition, cut, seal and initialization tests. The instrument moved intuitively with full range of motion in all directions. The instrument articulated as expected during manual articulation and when driven on the in-house system. The grip tips opened and closed properly. A review of the logs showed no errors. The instrument was fully functional. No product issue was found.